Event description:
Unable to determine whether on-q pump was working; patient had alternative method of pain relief with a dilaudid pca pump. On-q pump appeared full when it was discontinued. Unable to determine if the on-q pump was functioning. Packaging was unavailable.